Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 90% stenosed lesion in the distal right coronary artery (drca). A 3.00x8mm nc trek neo balloon dilatation catheter (bdc) was advanced with resistance from the anatomy and inflated one time to 7 atmospheres (atm) when the balloon ruptured. Another 3.00x8mm nc trek neo bdc was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. E1: (B)(6) hospital.